Event description:
Procedure type: lap cholecystectomy. Pt gender: male. According to the reporter: the veres needle blunt retracting tip was stuck inside the device. A second device was not required. No ill effect to the pt. Pt current condition well. No pt injury was reported.

Manufacturer narrative:
Initial report sent: 12/03/2007.